Event description:
It was reported that the device displayed system failure, force sensor test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log confirmed the customer complaint. During the functional testing, the "force sensor test" system failure was confirmed using an onboarding test. The device was repaired by recalibrating the force sensor. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.